Event description:
Boston scientific received information that this dextrus right ventricular (rv) lead was exhibiting loss of capture, elevated thresholds and a slight rise in impedance measurements. A physician suspected a potential lead fracture and a revision procedure was going to be performed the next day. No adverse patient effects were reported. According to our sources, the lead remains implanted and efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.